Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made loud and unusual noises and overheated in 2 minutes (118.1 degrees and should be less than 118 degrees in 10 minutes) therefore, the reported condition was confirmed. However, the reported condition of a cut cable or died out could not be confirmed. The assignable root cause for the noise and overheating was determined to be due to excessive force during use which is abuse/misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had loud noises, a cut cable and "just died out". During in-house engineering evaluation, it was determined that the device made unusual noise and overheated. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly